Event description:
It was reported by the affiliate that the device was used during a laparoscopic gastrectomy procedure. The surgeon could not fire the device. He felt a lot of resistance when he squeezed the trigger. There was no pt consequence.

Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0104n; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansim, good; condition of firing mechanism, damaged; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicated that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. Some conditions which might result in damage to the firing mecanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complee clamping of the jaws and failure to properly follow reloading instructions.